Event description:
Between one and eight months after undergoing a (pci) percutaneous coronary intervention, the pt was admitted with unstable angina. The angiogram revealed a 50% in stent stenosis of the proximal circumflex artery. The lesion was without thrombus, and the timi flow was three. Additionally, a new lesion was seen in mid right coronary artery, with an 80% stenosis and timi flow of three. The lesion in the mid right coronary artery was treated with pci, and after the procedure, the pt recovered. The event was related to the procedure. Please note that this report was sent to cordis eight months after the event had occurred. Additionally, all available info has been provided. Please note; these devices, bx sonic is not distributed in the united states; however, it is similar to u.s. Product bx sonic. The product was not returned for analysis. With the limited info available, the pt's diabetes may have contributed to the restenosis.